Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in ER with drainage and seroma observed from the device site. Antibiotics was subscribed but drainage issue and pain remained. The system was explanted.